Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/17/2017 with the following findings: a review of the black box showed no power on reset events. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad. The battery cap was not returned. Additionally, corrosion was found in the battery compartment. A test battery cap was able to attach to the pump and power it on. The pump was run for 24 hours and no power interruptions were duplicated during this time. A leak test failed due to a battery compartment leak. The pump cover was removed to find no further evidence of moisture and no damage to the power circuit was found.